Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer generated an error code when it was turned on. It was noted that the programmer was then unable to be used. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm that the programmer generated an error code when it was turned on, but the hard disk drive was reconfigured and the current software reloaded. Programmer passed all functional systems testing.

Event description:
It was reported that the programmer generated an error code when it was turned on. It was noted that the programmer was then unable to be used. The programmer was returned for service. No patient complications have been reported as a result of this event.